Event description:
Customer reports a 2ml/hr infusor containing 5fu in d5w to a total volume of 50ml overinfused over 12 hours instead of an anticipated 24 hours. Customer reports no death or serious injury as a result of report.

Event description:
Customer reports a 2ml/hr infusor containing 5fu in d5w to a total volume of 50ml overinfused over 12 hours instead of an anticipated 24 hours. Customer reports no death or serious injury as a result of report.